Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device reflected heat with a reading of 119 degrees fahrenheit which is greater than manufacture specification (119 degrees fahrenheit; specified reading is temperature shall not exceed 118 degrees fahrenheit), the unit also reflected noise with a reading of 77 decibels which is greater than manufacture specification (77 decibels; specified reading is sound level must not exceed 76 decibels) and the shaft was broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device overheated one minute into temperature testing. The event was not related to surgery. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.